Event description:
Clinical trial. It was reported that during a clinical trial coronary artery drug eluting stenting treatment, stent damage occurred. The physician attempted to place a 2.25x24 mm stent into a de novo lesion of the mid lad. The lesion was 1.23mm wide, and 4 mm in length. The vessel was not calcified nor tortuous. The lesion was predilated with a bsc maverick balloon, but broken stent struts occurred before placement. The physician then placed 2 medtronic driver rx bare metal stents. Residual stenosis was 13% post procedure. The patient was discharged one day later. Due to the failure of the taxus stent, the patient was considered discontinued and will not be followed in the study.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.